Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to test the operating currents and off no power alarm due to no button response. Unit had a scratched display window,cracked case at display window corner (upper right, lower left and lower right corners) and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 246 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.